Manufacturer narrative:
Per t:slim g5 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction.

Manufacturer narrative:
Per t:slim g4 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.